Event description:
It was reported that the svo2 probe is not functioning. The failure occurred during treatment. The cardiohelp was exchanged. The customer reported that there was a delay in treatment (by making the swap) but reported no patient harm. No harm to any person has been reported. As the cardiohelp was exchanged and a delay in treatment was reported a report is needed.complaint ID:(B)(4).

Manufacturer narrative:
It was reported that the svo2 probe is not functioning/not initializing. The failure occurred during treatment and the cardiohelp was replaced. The customer reported that there was a delay in treatment due to the replacement. No harm to any person has been reported.as the cardiohelp was replaced and a delay in treatment was reported, a report is required.a getinge service technician (fst) was sent for investigation and repair. He found that the reference surface appeared to be faded (light in color). He installed a new reference surface and initialized without a problem. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed.the new venous probe version was affected (7 lenses manufactured after march 2019, 4 lenses). New venous probe (manufactured after march 2019, 4 lenses):in order to address and investigate this malfunction a corrective and preventive action was initiated on 2021-03-26. An affected venous probe was investigated by getinge life-cycle-engineering on 2021-05-25. The following most probable root causes of the initialization errors were determined:-unsuitable holder-contamination of the surface.as a corrective action, the specification of the reference surface will be changed within the engineering change request. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed, a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally in the IFU, chapter "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again.in addition in the IFU chapter "connection the sensors" is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The venous probe is operated with a supply voltage of 9v. Voltages below 10 v can be perceived under certain conditions (e. G. Wet skin), but there is no risk for harm due to an electrical shock. According to the IFU of the cardiohelp, chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in chapter "connecting the sensors" it is stated that the sensors must be kept clean.based on the investigation results the reported failure "venous probe not initializing" could be confirmed.the customer will be informed about the results by the getinge sales and service unit.the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.